Event description:
The customer reported that while the panorama central station was in use monitoring patients along with ambulatory telepacks, the central station system froze. No pt injury was reported.

Manufacturer narrative:
The company service rep replaced the system hard drives. He attempted unsuccessfully to load the system software. After replacing the cd-rw drive, he was able to successfully load the software. The system was tested to factory specs. It functioned normally and was returned to use.